Manufacturer narrative:
Additional data: b5: the reporter indicated there was no patient contact and the problem was resolved with the implant of the replacement lens. Claim # (B)(4).

Manufacturer narrative:
Sex: unk. Weight: unk. Ethnicity: unk. Race: unk. Implant: unk. Explant: unk. This product is manufactured in the u.s. But not marketed in the u.s. No similar complaint was reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated a 12.1mm vticm5_12.1 implantable collamer lens, -12.00/+2.5/165 (sphere/cylinder/axis), was torn before/during loading. Another same model/length lens was implanted on (B)(6) 2020. Additional information has been requested but none has been forthcoming.